Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low impedance was observed on the right ventricular lead. Pacemaker replacement due to eri resolved the issue and the patient was stable.